Event description:
It was reported that asymptomatic patient presented in clinic for routine follow up with oversensing and mode switch episodes exhibited on implantable cardioverter defibrillator. Upon interrogation it was noted that mode switch episodes since (B)(6) 2017 were caused by combination of far r-wave oversensing and myopotential oversensing. The noise was reproducible when patient pressed their hands together. Programming changes were discussed. No interventions were performed. The patient was stable during and post interrogation. The device will continue to be monitored.